Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction event, where it was reported the device experienced unintended cot lowering or cot dropping. There were 4 events with patient involvement; for three instances no adverse consequences were reported. There was one instance where the patient experienced minor injury.

Event description:
This report summarizes 3 malfunction events, where it was reported the device experienced unintended cot lowering or cot dropping. There were 4 events with patient involvement; for three instances no adverse consequences were reported. There was one instance where the patient experienced minor injury.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this.

Manufacturer narrative:
One of the devices that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3. 1 device is pending evaluation.

Event description:
This report summarizes 3 malfunction events, where it was reported the device experienced unintended cot lowering or cot dropping. There were 4 events with patient involvement; for three instances no adverse consequences were reported. There was one instance where the patient experienced minor injury.